Event description:
Customer reported a problem of batteries being drained quickly in his freestyle flash meter. The meter was returned with the unit of measure set to mmol/l instead of mg/dl. This is a locked meter so the unit of measure should not have changed.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. The meter was returned with the unit of measure set to mmol/l, but using the c button, the unit of measure could be changed from mmol/l to mg/dl and vice versa. This meter is not functioning properly since the unit of measure should be locked. Customers and retailers have been informed through the fa16may2006 letter.